Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ red encapsulation was observed on the shell. ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "intracapsular rupture confirmed with mammography, biopsy of fluid effusion, and they are textured implants." Healthcare professional later reported "hole, non-specific." Device has been explanted and not replaced.

Manufacturer narrative:
F2201 and f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, and anxiety.

Event description:
Healthcare professional reported, "intracapsular rupture. Confirmed, with mammography, biopsy of fluid effusion. And they are textured implants". This record is for the right side. Device was explanted.